Event description:
The sales rep reported that during an extracorporeal membrane oxygenation, ECMO procedure the stapler with a gray reload was defective and would not cut. The case was completed with suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Pinion axle support, incomplete cycle the analysis results found that the ats45 device was received with the firing mechanism damaged and with an ecr45m cartridge reload present. The returned reload was noted to be partially fired 3/4 consistent with an incomplete firing cycle. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail. It is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. The reported short cut or absent cut event could not be confirmed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).